Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced tubing disconnecting from the luer lock while using the infusion set. The pwd indicated that the tubing became pulled and developed tension during sleep, which caused it to pop out of the luer lock. A second occurrence happened and was resolved by replacing the tubing only. The event occurred during infusion, and there was no patient injury. The issue was resolved.